Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information about the event as well as the device must be available in order to determine the exact root cause of the failure. If any further substantial information is provided, the investigation report will be updated. H3 other text : device disposition is unknown

Event description:
As reported: "the surgeons were performing an open reduction procedure of the right distal radio which the dorsal part was something comminute, a right extractor plate is placed. Distal radio 49mm reference 5425683 lot 1000428950 the oval hole of the branch is fixed to the distal part of the plate with a cortical screw of 2.7x 16mm verifying with x-rays and then fixing the distal part using the 2.0mm locking guide holes which do not block, several drillings are made in different holes but the same happened without blocking the screws, which had been used 2.4mm x 18mm, 20mm, 22mm block t. And then the last branch of the distal hole is fixed proximal part of the plate with a 2.7x14mm cortical screws, it is decided to remove the plate to verify the direction of the holes and their locking function, smart look system, but they do not block the orifices and they are made with a new screws. The surgeon was angry by such event which decides not to use the distal radio system with the used plate any more and to fix the h, distal radio of l apte with kirschner nails 1.25 and 1.1mm."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the surgeons were performing an open reduction procedure of the right distal radio which the dorsal part was something comminute, a right extractor plate is placed. Distal radio 49mm reference 5425683 lot 1000428950 the oval hole of the branch is fixed to the distal part of the plate with a cortical screw of 2.7x 16mm verifying with x-rays and then fixing the distal part using the 2.0mm locking guide holes which do not block, several drillings are made in different holes but the same happened without blocking the screws, which had been used 2.4mm x 18mm, 20mm, 22mm block t. And then the last branch of the distal hole is fixed proximal part of the plate with a 2.7x14mm cortical screws, it is decided to remove the plate to verify the direction of the holes and their locking function, smart look system, but they do not block the orifices and they are made with a new screws. The surgeon was angry by such event which decides not to use the distal radio system with the used plate any more and to fix the h, distal radio of l apte with kirschner nails 1.25 and 1.1mm."

Manufacturer narrative:
Correction: please refer to d4 lot number, d9/h3 , h4 mfg date, h6 results & conclusion codes. The reported event could not be confirmed, although slight damage is evident but the reported event could not be reproduced. The received screw was overall found to be free from any severe damage. The area under the head of the screw shows nominal sign of insertion. Possibility of slightly forceful insertion cannot be eliminated. A functional test was performed by inserting the screw in the returned plate. Even though the screw was slightly worn off, it was possible to lock the screw with the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause is deemed to be user related. The deformation in the plate indicates towards an incorrect insertion (possible misalignment and incorrect screw size for the given hole). The event description also supports this proposition as the 2.7mm screw was used in the distal part of the plate where 2.4mm screws are supposed to be used. The damage pattern in the 2.7mm screws indicates towards the same. If any further substantial information is provided, the investigation report will be updated.

Event description:
As reported: "the surgeons were performing an open reduction procedure of the right distal radio which the dorsal part was something comminute, a right extractor plate is placed. Distal radio 49mm reference 5425683 lot 1000428950 the oval hole of the branch is fixed to the distal part of the plate with a cortical screw of 2.7x 16mm verifying with x-rays and then fixing the distal part using the 2.0mm locking guide holes which do not block, several drillings are made in different holes but the same happened without blocking the screws, which had been used 2.4mm x 18mm, 20mm, 22mm block t. And then the last branch of the distal hole is fixed proximal part of the plate with a 2.7x14mm cortical screws, it is decided to remove the plate to verify the direction of the holes and their locking function, smart look system, but they do not block the orifices and they are made with a new screws. The surgeon was angry by such event which decides not to use the distal radio system with the used plate any more and to fix the h, distal radio of l apte with kirschner nails 1.25 and 1.1mm."